Manufacturer narrative:
The device was manufactured between may 22, 2018 - may 24, 2018. The device was received for evaluation containing approximately 100ml of fluid in the bladder. Visual inspection revealed the tubing line was leaking when the slide clamp was disengaged. The reported problem verified. The cause of leak was due to a cut on the tubing line. The cause of the cut on the tubing line could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking from the tubing. The leak was observed during the compounding stage and prior to patient use. The unit was being filled with sodium chloride. There was no patient information. No additional information is available.